Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity and other spasticity. In (B)(6) 2015 the catheter was kinking and the patient's spasms returned. The catheter unkinked and released all the medication in (B)(6) 2015. The patient went through an overdose and the patient ended up in the emergency room (B)(6) 2015. The patient was hallucinating and stopped breathing. It took months to diagnose the catheter issue but the issue was determined after the patient went through overdose. The catheter needs to be surgically revised. The cause of the event, interventions, troubleshooting/diagnostics, medical history, type of baclofen, concentration, dose, lot number, therapy dates as well as concomitant drugs and outcome were not reported; additional information has been requested, but was not available as of the date of this report.